Event description:
It was reported that during an implant attempt, the lead was repositioned a few times and on the last attempt the physician had difficulty retracting the screw completely. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched. The inner insulation and inner tubing were kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead had been stretched causing the inner insulation to buckle; however, the helix was able to be extended and retracted but exceeded specification. Visual analysis noted that the lead was damaged at implant.